Event description:
A coronary sinus glidewire was unable to engage the cs after repeated attempts. After the multiple attempts an ep catheter was placed, when contrast was injected, it appeared to be flowing freely into the pericardium. It was noted there was a possible cs perforation without tamponade. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).